Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel test. Pt whole blood sample was tested three times within 2 hrs giving different results. Two of the values were below the 0.4ng/ml cut-off. The pt's diagnosis: respiratory distress and hypoxemia; chf vs pe.